Event description:
It was reported that the ventilator went into standby while it was connected to a patient. The nurse turned it back on after 14 minutes. There was no patient harm. (B)(4). Please refer MFR report # 8010042-2013-00123.